Manufacturer narrative:
The device was returned to zoll medical corporation. The reported malfunction was observed and attributed to a faulty transformer on the main board. The main board was replaced to remedy the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.